Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of juvéderm voluma® xc. A few days after injection, the patient developed a sinus infection and then the ¿v3 area¿ became very swollen. The v3 was not injected. Hcp treated the patient with steroids and z pack. The patient is ¿doing better now.¿ no other information was provided.